Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information provided by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On an unknown date, the patient developed wound on the upper thigh near the groin. On an unreported date in the first week of (B)(6) 2012, the patient experienced cough and raspy voice. On (B)(6) 2012, the patient was diagnosed with peritonitis, manifested by cloudy effluent in the drain bag. Per the nurse, the peritonitis was possibly caused by contamination from the wound on the upper thigh near the groin. Approximately on (B)(6) 2012, the patient experienced vomiting and weakness. On (B)(6) 2012, the patient was hospitalized for dehydration due to vomiting. On (B)(6) 2012, the patient was discharged and transferred to rehabilitation facility. On (B)(6) 2012, the patient was discharged from the rehabilitation facility and transferred to a wound care hospital for the wound on the upper thigh near the groin. The patient remained at the wound care hospital. Other treatment was not reported. On an unknown date on 2012, the patient recovered from peritonitis, vomiting, raspy voice, and cough- the patient was recovering from dehydration and weakness. The patient has not recovered from wound on the upper thigh near the groin. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11k15060, h11k15086 and h11j19106. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.